Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported of two different cases where the sherlock failed in the past two weeks. The first was a patient had beautiful confirmation via the sherlock but received a cxr a couple of hours later with symptoms. The PICC was found to be quite far into the right atrium and was pulled out 7cm per radiologist recommendation. PICC was removed and replaced. The second was a patient who had confirmation via sherlock but after an incidental cxr 2 days later, the PICC was found to be looped within the subclavian vein. An over the guidewire exchange was unsuccessful, the patient needed a third procedure for PICC placement in the ir.